Event description:
After an implantation period of approx. 56 months, a loss of capture was reported. The device was replaced.

Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed thoroughly. Based on all available device data, the lead impedance trend of follow-up data showed varying ventricular bipolar lead impedances up to 1700 ohms. On (B)(6) 2020 die pacing polarity was re-programmed from bipolar to unipolar. The associated lead impedance trend documents a constant lead impedance of approximately 500 ohms. Further analysis did not show any anomalies, particularly the analysis revealed no indication of a pacemaker dysfunction. Should additional relevant information or the device itself become available, this investigation will be updated.